Event description:
Report received of unrequested bolus dose deliveries. The device was returned to the materials management department with an unsigned note, "works by itself. Gives medication when the button is not pushed. About 1mg every 15-20 minutes." There was no tracking information (nurse, patient, location) available. It was not known if there was any adverse effect to any patient. Though requested, there was no additional information available.